Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, the 23-inch 6 mm infusion set was torn from the insertion site, and the luer connector fractured with a portion lodged in the ilet chamber; no alerts or alarms were reported, and the user received troubleshooting and education on safely removing the fragment with hand tools and replacing the connector and infusion set, then changing the cartridge and performing a fill tubing sequence. Symptoms included no change in blood glucose. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed mechanical damage to the connector and infusion set consistent with impact and external stress, with normal device response and no performance anomaly. It was concluded that the event was due to accidental damage and user technique following a drop, with device function restored after replacement of disposables.